Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications were received after >220 units of insulin were used to fill 2 cartridges. A 3rd cartridge was successfully filled. Customer's blood glucose (bg) was 275 mg/dl. Bg continued to rise and customer went to the emergency room (ER). Bg was 367 mg/dl. Customer did not know cause of elevated bg and was concerned about a bump at the non-tandem infusion set site. However, customer was informed by the ER staff that there was no issue with the site. Treatment information while in the ER was not provided. After 3 hours, customer left the ER in good condition with a bg of 283 mg/dl.